Manufacturer narrative:
Updated fields:b4,d9,g3,g6,h2,h6(type of investigation, investigation. Findings,conclusion),h11. The failure analysis and testing department received the safety disk with a reported failure that the third pim test failed during annual inspection. The fat department conducted a visual inspection of the received part and found it to be in good condition. The safety disk was installed in a cardiosave system and tested according to factory specifications and the cardiosave service manual. All manifold tests and functional tests were performed during the evaluation. The safety disk passed all testing and the reported failure could not be reproduced. The safety disk was retained by the fat department in accordance with internal procedures. The pneumatic module interface leak test is performed to verify that the pneumatic interface module operates within acceptable tolerances. The test includes four sub tests that measure time to pressure vent time to vacuum vent leak differential pressure and membrane differential pressure. Each parameter has defined acceptance limits and if any parameter is outside the allowed range the pim test fails. In this event the third pim test failed on the cardiosave hybrid 3.1 edition device. As part of corrective action the safety disk was replaced. Retesting after replacement was completed successfully and the device passed all pim tests.

Event description:
It was reported by the getinge field service engineer (fse) that the cardiosave intra-aortic balloon pump (iabp) had third pim test failed during regular inspection. There was no patient involved.

Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (type of investigation, investigation findings, component codes, investigation conclusions). A getinge field service engineer (fse) evaluated the unit for the reported malfunction the fse replaced the safety disk. The fse performed all tests and calibrations according to protocol. Unit was cleared for clinical use.